Manufacturer narrative:
(B)(4)

Event description:
It was reported that: " on (B)(6) 2025, the patient was urgently admitted to the hospital due to acute severe traumatic brain injury, and was in a coma upon admission. At 07:50, the patient was immediately intubated with tracheal tube. At 07:56, the doctor found cuff leakage when using on patient and changed to a new one."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "on (B)(6) 2025, the patient was urgently admitted to the hospital due to acute severe traumatic brain injury, and was in a coma upon admission. At 07:50, the patient was immediately intubated with tracheal tube. At 07:56, the doctor found cuff leakage when using on patient and changed to a new one."